Manufacturer narrative:
Section d9: device available for evaluation? Yes; section d9: return to manufacturer: 6/8/2021; section h3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed, that the lens was cut in half, torn, and viscoelastic residue on the optic body and haptics. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed, no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency. And the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted hence not removed. Initial reporter email address: unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon implantation as the intraocular lens (iol) was partially inserted, the surgeon noticed that the optic was cracked / torn. The iol was removed without complication within the same procedure, and was replaced with another lens of the same model and diopter. No other information was provided.